Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. The sample was visually inspected and a cut was noted on the patient line of the cassette. Functional testing performed included leak testing, clamp function test, clear passage test, device-device interaction testing. The leak testing found a leak from the cut in the patient line. The clamp function and clear passage testing found no issues. The patient line was replaced with lab tubing and ran on homechoice machine with no issues noted. The product did not meet product specification and the reported problem was verified/duplicated. The assignable cause code could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated there was a hole in the patient line and fluid leaked. The technical service representative (tsr) assisted the hp to cycle power and advised to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.